Event description:
It was reported: due to difficulty with the pt's bone being so hard, an instrument broke off. The broken piece of the instrument was removed with no pieces left behind. This event caused a surgical delay of more than 30 minutes.